Event description:
It was reported the clinician are finding some of the vials are broken in shipment. When several kits were opened they have found the 5 ml ampules hci, 1% lidocaine solution and sometimes the 10 ml ampule 0.9% saline solution had slipped out of the slot in the tray and were broken. It was noted the vials are empty of liquid and the kits are not wet indicating they broke open early and the solutions were all dried up by the time received at the hosp. As a result, another kit has been opened and used when this is found. They do not know if this caused any delays in treatment and there have been no pt deaths or complications reported. It is not known how many times this has occurred.

Manufacturer narrative:
(B)(4). The device will not be returned.